Manufacturer narrative:
Results: a sample was not returned for evaluation. A review of the device history record revealed no irregularities during the manufacture of the reported lot #5272538 . Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that the cap of the 4.0ml 13x75 c&s preservative plastic tube with gray stopper. Sterile. Would easily lift off if touched. No injury or medical intervention was reported.